Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify flashing display, partial display, or missing segments due to blank display. Also, received with moisture damage on the motor and force sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and has blank screen. The customer¿s blood glucose was 149 mg/dl. The customer was assisted with troubleshooting. The customer stated that the display was solid white. The customer did reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer removed the battery but still has blank screen and vibrating. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.